Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a total gastrectomy procedure, the anvil disengaged and the stapled did not form properly. The surgeon resected the tissue and manually sutured to complete the procedure. The hosp has stated that the pt's condition is satisfactory.